Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in an unspecified coronary vessel. After pre-dilation, a 3.5x24mm promus element plus stent was advanced for treatment but the physician had "trouble delivering the stent'. Upon removal, it was noted that the stent struts were damaged. The procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in an unspecified coronary vessel. After pre-dilation, a 3.5x24mm promus element plus stent was advanced for treatment but the physician had "trouble delivering the stent'. Upon removal, it was noted that the stent struts were damaged. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
(B)(4)device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of promus element plus stent delivery system with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were three stent struts that were stretched and bent in the ninth row from the proximal end, confirming the reported stent damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage and the reported advancing difficulties. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).